Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated system and verified the problem. Corrections included replacement of the system's video board. System was calibrated and safety tested to factory's specs.